Manufacturer narrative:
Device received with missing segments and no keypad response due to moisture damage to electronic devices was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown. Customer troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and customer to revert to back up plan. The insulin pump will be returned for analysis.